Event description:
Additional information was received 16oct2020. The device was placed transvaginal. Approximately 50 ml of blood was lost after the removal of the second device. Total blood loss was 800ml. The entire side of the balloon was observed ruptured. User facility medwatch report #: (B)(4) was received 29oct2020 and the report showed the customer reported, the intended procedure was temporary control or reduction of postpartum uterine bleeding following a c-section. The first bakri was defective. The physician was not able to withdraw from the balloon. (The first device was captured in manufacturer's reference number (B)(4)). A second bakri was attempted and tested prior to placement. When the bakri was placed and the physician was closing the uterine incision fluid was coming up through the incision. The bakri was removed and noted to be completely torn on one side.(this report is for the second device) a third bakri was placed and functioned appropriately. The patient was taken to recovery in stable condition. No untoward patient effects.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: it was reported, the intended procedure was temporary control or reduction of postpartum uterine bleeding following a c-section. The first cook bakri postpartum balloon with rapid instillation components was defective. The physician was not able to withdraw from the balloon. (The first device was captured in manufacturer's reference number (B)(4). A second bakri was attempted and tested prior to placement. When the bakri was placed and the physician was closing the uterine incision fluid was coming up through the incision. The bakri was removed and noted to be completely torn on one side.(this report is for the second device) a third device was used to complete the procedure successfully. Approximately 50 ml of blood was lost after the removal of the second device. Total blood loss was 800ml. No adverse effects were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, specifications, the instructions for use, and quality control data. One cook bakri postpartum balloon was returned for investigation. Inspection of the returned device noted: the device was returned covered with biological matter and fluid inside a blue surgical tray ; bio matter and fluid was washed away and flushed from the catheter. The inner pouch was not returned. Under magnification the balloon was confirmed ruptured in a vertical direction. The ruptured area had a jagged appearance in the center of the split and appeared to have originated within the seam of balloon material. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows one other related complaint associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The balloon was likely damaged by another device of unknown origin during use. The most probable cause of the reported event was unintended user error. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-caesarean section hemorrhage, a cook bakri postpartum balloon with rapid instillation components leaked. The device was inserted into the patient and inflated with 300ml saline. While suturing the uterine incision, the device was discovered to be leaking fluid and deflating. The device was withdrawn from the patient, and the balloon was found completely torn. The device was replaced by another of the same type to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.